Manufacturer narrative:
Additional suspect medical device components involved in the event: model#: sc-2218-70, serial #: (B)(4), description:linear st lead, 70cm. Model#: sc-2352-70, serial #: (B)(4), description: linear 3-4 lead, 70cm.

Event description:
A report was received that the patient's lead on the left side was pushing against her skin causing irritation at the tip of the lead. The patient underwent a lead revision and was reportedly doing well after the procedure.